Event description:
A caller reported a cartridge alarm on their insulin pump. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to put the current pump into storage mode and return it to tandem using a pre-paid label to avoid charges. A replacement pump, with updated software, was sent to the customer. Technical support provided instructions for programming the pump settings, connecting the continuous glucose monitor to the new pump, and confirmed the shipping details. Customer acknowledged the guidelines and agreed to continue using their current pump until the replacement was received.